Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014" guidewire. An unplanned additional stent was placed to address the dissection and the procedure was completed successfully with no further complications.